Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported deployment issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulty was likely related to case circumstances. It is likely that the distal sheath was bent within the anatomy which is consistent with the noted smashed portion of the sheath. The bend in the sheath likely caused the ratchet to interact with the inner surface of the sheath resulting in the tear and deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was difficulty deploying the 4.0x120 mm supera stent in the popliteal artery, but the stent was successfully deployed with troubleshooting maneuvers (the physician retracted the locks and lowered them several times and promoted movements in the catheter.) The physician was satisfied with the results. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. *analysis of the returned device identified a torn sheath.